Event description:
It was reported that the patient's left hip was revised due to trunnion wear (reported as 'bird beaking'). The stem, head, and liner were revised. There were no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via review of the provided photographs. Method & results: product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show a recently explanted stem, femoral head, and poly liner. The stem shows significant wear or "pencilling" of the trunnion. Wear is also observed on the head. The liner exhibits damage consistent with explantation tooling. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnion wear. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.